Manufacturer narrative:
Additional information: abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration corrected data: type of investigation.

Manufacturer narrative:
Manufacturing document review: the manufacturing records and quality control release testing was reviewed for kit part number 190-000/ lot 1012632 and test base part number 190-430/ lot 1012632. One false positive result was observed during quality control release testing which is acceptable under release specifications. Lot trace: the current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices distributed is (B)(4). No further action is required. Retain testing: tested the ID now covid-19 retain test kit lot 1012632 with covid-19 lod and a blank patient swab eluted in elution buffer. All tests were run in duplicate, were valid and performed as expected. No unexpected or false positive results were observed, and the customers complaint was not replicated. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2020 on a direct tested nasal kitted swab. The medical technician swabbed bilateral nostrils and stored the sample at room temperature for 30 minutes before testing. The nasal swab was used per the product insert instructions. Four-six hours later, confirmation pcr testing was performed two more times on an unknown platform with a negative result. (CT values not provided). Repeat testing on the ID now covid-19 assay was performed with a new sample 2 days later producing a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. The patient was quarantined. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.